Event description:
It was reported that during a carotid pta/stenting treatment procedure, stent deployment difficulties were encountered and the carotid wallstent monrail 10.0-31 stent was only partially released. The stent and the stent delivery system were removed as a unit. The physician declined further intervention that day and rescheduled the procedure. No pt injuries or complications were reported. Pt status is reported as 'ok'. This product is approved 'ous' only, but is similar to a device marketed in the us.